Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter pairing with iphone issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion site on an unknown insertion date. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter pairing with (B)(6) issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter pairing with iphone issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion site on an unknown insertion date. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter pairing with (B)(6) issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.